Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir was stuck inside the insulin pump because it was inserted upside down. The insulin pump alarmed no reservoir. His blood glucose level was 40 mg/dl. He treated his blood glucose level with juice. The customer was going to receive a replacement insulin pump because he could not remove the reservoir.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to broken motor slide tip. The insulin pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to motor error alarm. The insulin pump was received with cracked reservoir tube lip.